Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Post surgical site closure, it was noted that the implantable cardiac monitor (icm) had failed to sense and provide measurements. The physician elected to reopen the surgical site and proceeded to remove and replace the icm. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of failure to sense could not be confirmed. The device was received in normal working conditions with battery voltage above the elective replacement indicator (eri). Analysis was performed, indicating normal device functionality. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.